Manufacturer narrative:
The customer subsequently traded their device in and physio-control was able to evaluate it further. It was determined that the cause of the reported failure was due to an integrated circuit (ic) chip, designator u8, on the main pcb assembly.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. However, the customer declined physio's repair of the device. A conclusive cause of the problem could not be determined.

Event description:
There was no failure reported by the customer. During a regularly scheduled product maintenance inspection, physio-control found that the device had an illuminated service wrench icon and a potentially critical event code logged in the device memory. The device could not possibly provide defibrillation therapy in the reported condition. There was no patient use associated with the failure.